Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket and muscle stimulation. It was noted that the right atrial (ra) lead exhibited a fracture and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.